Event description:
It was reported that low right ventricular lead impedance was observed on the device and analyzer. The pace/sense portion of the lead was capped and replaced with a model 5076. The high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold.